Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with the highest blood glucose level reported at 215 mg/dl. The patient stated that the infusion set cannula was bent and that redness was observed at the site. Symptoms were noticed more than three hours after insertion. The infusion set had been in use for fewer than 72 hours and was inserted in the thigh. The patient treated the elevated glucose with a correction bolus via the pump. The patient replaced the infusion set. No further information available.